Manufacturer narrative:
Device not explanted.

Event description:
Information was received from (B)(6) study: on (B)(6) 2019, a perceval valve pvs23 was implanted in aortic position through median sternotomy. The site reported an adverse event ae 1: heart failure that occurred on (B)(6) 2020. The patient was hospitalized starting (B)(6) 2020 and eventually passed away on (B)(6) 2021. Device was not explanted. The site reported the event (heart failure leading to patient death) with unknown relationship to procedure and to device.

Event description:
Information was received from perceval japan study: on (B)(6) 2019, a perceval valve pvs23 was implanted in aortic position through median sternotomy. The site reported an adverse event ae 1: heart failure that occurred on (B)(6) 2020. The patient was hospitalized on (B)(6) 2020 for dyspnea and pulmonary edema, and progression of mitral valve lesions were confirmed, the patient was re-hospitalized starting (B)(6) 2020 and eventually passed away on (B)(6) 2021. The perceval valve was not explanted. The site reported the event (heart failure leading to patient death) with unknown relationship to procedure and to device. Based on the medical judgement received there is no relationship between the perceval valve and the heart failure, ultimately there is no relationship between the device and the patient's death. Rapid progression of mitral stenosis and pneumonia seems to be the cause of this event. There was no device malfunction observed prior and at the time of the event.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Since the device was no explanted no further investigation can take place. The root cause for this event is patient conditions (rapid progression of mitral stenosis and pneumonia) . Based on the medical judgement received there is no relationship between the perceval valve and the heart failure, ultimately there is no relationship between the device and the patient's death. Per the document review performed, no manufacturing deficits have been identified and there was no device malfunction observed prior and at the time of the event.